Event description:
It was reported that "on or about (B)(6) 2009", the patient underwent transvaginal tape and bladder sling implants, with urethral suspension, and cystocele repair. Reportedly, an ams device was implanted, and is identified as "mesh devices." Since implantation of the "mesh devices", the patient has experienced, "among other problems, erosion, shrinkage, and extrusion of mesh from one or more mesh devices, causing urinary retention, severe persistent pain, including dyspareunia and numerous surgical procedures to remove the mesh devices."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.